Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45, implantable pacing lead; implant: 2005 (B)(6). (B)(4).

Event description:
It was reported by a patient that they were seen in the emergency room with complaints of "not feeling well." The patient's implantable pulse generator (ipg) was reprogrammed to the original settings/parameters. The device remains in use. No patient complications have been reported as a result of this event.